Event description:
Pt was revised to address thigh pain. The original stem was protruding through the anterior cortex.

Manufacturer narrative:
The product was not returned for examination. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the reported event. The initial reporting indicated the product was not suspected to failing to meet specs or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.